Event description:
The patient had problems (not specified) with her implantable neurostimulator and it was replaced. Additional information has been requested. A follow-up report will be submitted. If additional information becomes available.